Event description:
A report was received that the patient's lead site had eroded. The patient underwent a revision procedure wherein it was discovered that a piece of suture sleeve from patient's previous explant procedure (MFR report #: 3006630150-2013-02407) was left in the body and had eroded out of the skin. The physician took out the suture sleeve. The patient was reportedly doing well after the procedure.